Event description:
The patient reported he was experiencing ineffective stimulation as well as stimulation in the wrong location beginning on (B)(6) 2015. An sjm representative met with the patient but was unable to provide effective stimulation coverage through system reprogramming. Surgical intervention took place on (B)(6) 2015, at which time an additional lead was implanted for improved stimulation coverage. The patient reportedly has effective stimulation coverage postoperative, and his issues have resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.